Event description:
First report to asahi medical: june 9, 1997 per vivra and haemotronic, supplemental information form vivra and haemotronic: june 17, 1997 the following happened: patient experienced hypotension, sob, "feeling funny", blurred vision and diaphoresis immediately following initiation of dialysis. Possible "first use syndrome". Brief episode of loss of consciousness. Medicated with benadryl 25 mg IV and solu-cortef 125 mg IV. The patient was admitted to medical center following incident for a 23 hours observational stay. She has fully recovered.